Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the surgeon was introducing the impactor of the spiral blade when it became stuck. The complete set had to be removed as the helical blade could not be inserted. When it was removed, the surgeon found the guide sleeve was stuck with the drill guide. After cementation was completed, the sheath was checked and showed internal marks that possibly led to the initial failure of the surgeon's attempt to introduce the blade into the cephalic element. The surgeon was able to successfully place the helical blade. There was a surgical delay of approximately ten (10) minutes. There was no further information provided. Concomitant devices reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown tfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) blade/screw guide sleeve. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot unknown, therefore, a DHR review could not be performed. Photo investigation: the device was not returned. A photo-investigation was performed on the images. The images depicted a set of proximal locking instruments. No damage or defect was noted. No functional assessment could be completed with the received images. No other issues were noted. No device identifiers were visible aside from "03.037.024" on the helical blade inserter. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was not confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: complainant part is not expected to be returned for manufacturer review/investigation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.037.017, lot # 3l85102, manufacturing site: bettlach, release to warehouse date: may 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: guide sleeve yell (part# 03.037.017, lot# 3l85102, qty# 1) was returned and received at us customer (cq). Upon visual inspection at cq, it is observed that the device does not show any physical damage which would not contribute to the complaint condition. There were few dents on the proximal surface of the device. One of the epoxy markings on the proximal end of the device got peeled off. The missing epoxy was investigated under CAPA and does not require any additional investigation for this defect. Device failure / defect identified? Yes. Functional testing: functional testing of the received device was not performed at cq as the device was received by itself. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection (calipers: ca215p): dimensional inspection of the received device was performed at cq. The distance from round to flat measured to be within specification. Document/specification review: the following document(s) was reviewed: protection / guide sleeve. No design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for guide sleeve yell (part# 03.037.017, lot# 3l85102). A definitive root cause could not be identified for the reported problem. The missing epoxy was investigated under CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.